Event description:
It was reported that an asymptomatic patient presented in the hospital facing impending lead revision with post-paced t-wave oversensing. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t wave oversensing was still seen after previous programming changes. Additional programming changes were recommended. Patient was scheduled for dft testing and for recommended changes.